Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to experienced acidosis, vomiting and nausea. Cause of hospitalization was not known. Additionally, it was reported that an altitude alarm occurred and the customer received a button alarm. It was not known whether the customer had been pressing on the button. There was no reported adverse impact to the customer's blood glucose level.